Manufacturer narrative:
This device was returned and evaluated for the complaint. During the investigation it was confirmed that the pump did not deliver. The pump was repaired and returned. This report was filed because the pump involved in the complaint is similar to the infinity pump marketed in the us.

Event description:
The initial reporter stated that pump continued to run and displayed 200ml was delivered, though actually no feed was delivered and that the pump did not alarm. The patient suffered a suspected hypoglycaemic attack whilst being continuously fed with nutrini at 20ml/h. Blood sugar level (bsl) taken 1.9. The patients parents gave apple juice which brought up bsl to 5 within 30 minutes and thus fortunately the boy recovered quite well. (B)(4).